Manufacturer narrative:
The investigation of this complaint has been completed. Our field service engineer investigated the system on-site and the reported failure was reproduced. It was found that the expiratory pressure transducer pcb was faulty and it was replaced. The expiratory pressure transducer pcb was retained by the customer and not returned for investigation. The system device logs were received for evaluation. The evaluation of the received system logs confirms the reported system checkout failure. The system checkout failed the pressure transducer test due to the measured zero pressure offset for the expiratory pressure transducer pcb being out of range; the measured zero pressure offset was 0 volt. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that the reported failure was due to an offset drift in the pressure sensor on the replaced expiratory pressure transducer pcb.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia system generated a technical error code indicating ventilation control error. In the system checkout performed after the event the pressure transducer test failed. There was no patient harm. Manufacturer's reference #: (B)(4).